Event description:
It was reported by a customer complaint that the pt was hospitalized in 2005 due to an alleged overinfusion of insulin. It was alleged that this pt had a programmed bolus of 1500 grams of carbs which equated out to 75 units of insulin although it was reported that he had stopped the delivery at 66 units. After his arrival at the hosp he claimed that he had not programmed the alleged bolus and that it occurred while he was asleep. The reporter was questioning whether a pump malfunction did occur; however, the reporter did admit that they are sending the pt for psyche eval, as there is some question regarding whether the incident may have been a suicide attempt. The device will be returned for eval, to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report, it had not yet been returned for analysis.